Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic oophorectomy, as the surgeon was attempting to suction fluid from the specimen, the bag was inadvertently cut prior to the removal of specimen. There was no patient injury.